Manufacturer narrative:
As part of the investigation, the user was advised to check the power cable and connect the unit to the wall outlet. The customer informed the cord was disconnected. Once the power cord was reconnected the issue was resolved. The device will not be returned. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the lightsource was not turning on. All the devices on the cart were powered on, except the light source. There were no reports of patient harm associate with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.